Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that post farapulse procedure using a farawave catheter, prior to discharge, a patient experienced a stroke and delirium. It is known that the patient had a prior stroke and suffers from dementia. Clot was ruled out pre procedure using intracardiac echocardiography (ice). A CT scan was performed post procedure to confirm the stroke, and the patient was admitted to the hospital. An MRI showed a small pinpoint occipital ischemic stroke. The MRI findings did not correlate with the patient symptoms of delirium as the patient had no vision changes. The patient had been under general anesthesia for the procedure. The procedure was performed using heparin, and the patient had an activated clotting time (act) of above 300 for the entire case. No fibrin or coagulant was observed on the tip of the catheter. Irrigation was never interrupted during the procedure. The patient was discharged 1 week post procedure to a nursing facility to get more support before returning home.